Event description:
Customer reported being hospitalized due to dka. Customer stated that they were taken off the pump per doctors orders. Customer does not want to trouble shoot pump at the time of call and stated they will call back if physician would like customer to go back on pump. Advised to call back when customer goes back on pump for reprogramming and to trouble shoot for high blood glucose.